Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the hanger assembly and main printed circuit board (pcb) were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connectors. The epg was returned for service. There was no patient involvement.